Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following section of this report has been corrected/updated: h6 (health effect - impact code). Additional information was received revealing post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, an echocardiogram performed showed there was trivial aortic regurgitation, the vmax was 2.3 m/s, the mean pressure gradient was 10 mmhg, and the aortic valve area was 1.82 cm2. Approximately 15 days post tavr procedure, the patient was discharged. Approximately 23 days post tavr procedure, the patient reported chest pain when moving and as a result was taken to the hospital by ambulance. An echocardiogram performed revealed there was decreased mobility of the valve leaflets and severe valve stenosis. The vmax was 5.0 m/s, the mean pressure gradient was 61 mmhg, the aortic valve area was 0.48 cm2, and there was moderate aortic regurgitation. Subsequently, a contrast enhanced computed tomography (CT) was performed and valve thrombosis was observed as there were blood clots found on each valve leaflet. Medication was then administered. Approximately 42 days post tavr procedure, a CT scan was performed which confirmed signs of improvement and the patient was discharged.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater than 250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate through the japanese transcatheter aortic valve implantation (tavi) registry reporting system, approximately twenty-three (23) days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there was suspicion of thrombosis, and the patient was hospitalized. At this time, no information was provided regarding treatment. Approximately forty-three (43) days post tavr procedure, it was determined that the patient outcome was "remission".